Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-07654, 07655, 07657. The patient received 4 leads, and two had the same lot number. It was reported the patient was not receiving effective stimulation, and the physician planned to explant the scs system. It was reported an MRI was to be taken for a separate issue. The sjm representative was unable to reprogram the system since the ipg was nonresponsive.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.